Event description:
It was observed during the device evaluation, that the video system center exhibited noise in the image due to defective video connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Olympus became aware of reportable malfunction noted in b5 on (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there is noise in the image due to the defective video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had abnormal video connector contact. The issue occurred during the procedure, and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found there was no image intermittently due to a defective video connector, and is ongoing. Should additional relevant information become available, a supplemental report will be submitted.